Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, there was difficulty advancing the delivery system with valve through the 16fr esheath+. On fluoroscopy, two of the leading stent struts on the valve were observed to have bent. The entire system was withdrawn. A second system was prepped and the second valve was implanted successfully. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review. Per review of the imagery, the patient's right access vessel had presence of calcification and tortuosity. Additionally, two struts on the valve were observed to be bent outward approximately 180 degrees at the inflow. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system with valve usage. Per the IFU/training manuals, it cautions that if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complication. In addition, it is noted that push force can vary due to angle of insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed based on provided imagery. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. As reported, "during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29mm sapien 3 valve, there was difficulty advancing the delivery system with valve through the 16fr esheath+. On fluoroscopy, two of the leading stent struts on the valve were observed to have bent. The entire system was withdrawn." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." Per imaging evaluation, the patient's right access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, which can lead to high resistance and push force. If excessive force was applied to overcome high resistance, it could cause the frame to physically interact with the esheath+ resulting in the bent/deformed struts seen at the inflow. In this case, available information suggests that procedural factors (excessive device manipulation and high push force) and/or patient factors (tortuosity and calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.